Event description:
Event description guidant received information that the implantable lead displayed noise on the rate/sense channel resulting in numerous diverted episodes and pacing inhbition in this pacemaker dependent patient. The physican was unable to reproduce with non-invasive maneuvers.